Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient¿s implantable neurostimulator (ins) battery was dead; the patient tried charging it and it kept on dying. The MRI tech noted that per the patient, the ins was due to be replaced in august. In the end, it was recommended that the patient should follow up with their healthcare professional (hcp) to address the device issue. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider (hcp). It was reported that the battery is at 0. The patient did not charge her battery for a few months. The hcp attempted a battery boost charge that was not successful. The patient is scheduled for a battery replacement in the near future. No further complications were reported.